Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir found the reservoir failed per specifications due to the transfer guard needle occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin cannot be pushed through the reservoir. The customer's blood glucose reading was 130 mg/dl at the time of incident. The customer was advised to release the gas from the reservoir vial by holding onto the transfer guard. Customer indicated that they are unable to do this and would like to send the reservoir for analysis. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the reservoirs would be replaced.